Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to pyxis system. A technical support specialist remoted into the server and confirmed the user account did not have the proper area assigned to log into the specified station. Informed customer to contact their system administrator to update the account with the correct area assignments. The tss attempted to contact customer by phone and sent an email for an update. No response was received, case closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to login to pyxis. Customer reported error message as unable to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.